Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if analysis is completed, this investigation will be updated.

Event description:
Boston scientific received information that during routine change out, the right ventricular (rv) lead set screw was not completed unscrewed. When the physician attempted to remove the rv lead the terminal pin separated from the insulation. The device was explanted and the lead was surgically abandoned. No adverse patient effects were reported.